Event description:
It was reported that after high impedance was detected on the patient's device after a generator replacement was performed due to neos-yes. Pre-operatively impedance was not checke (system diagnostics wasn't performed). Pin re-insertion was attempted and high impedance did not resolve. At this surgery, the lead was not replaced.